Manufacturer narrative:
This report is submitted on (B)(6) 2017, by (B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at abutment site, subsequently the abutment was removed and the issue has since resolved. The implanted device remains.